Manufacturer narrative:
Device evaluation of the charger has been completed. Upon investigation the charger was unable to charge a battery pack. The root cause of the failure was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A review of service data detected a reportable malfunction. During servicing, battery charger sn (B)(4) was unable to charge a battery pack.